Event description:
A malfunction was reported with a pump that displayed malfunction code malf 24, and the issue did not adversely impact the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.